Event description:
The customer reported to olympus that there was poor air and water flow function issue while using the colonovideoscope after the device was inspected for use. There was no patient harm associated with the event. The device was returned for evaluation. Upon inspection and testing of the returned device, it was observed that there was a clogged nozzle, with foreign material of an unknown origin.

Manufacturer narrative:
The device was returned and evaluation. Evaluation found that the air water nozzle was blocked with foreign debris. Additional findings were as follows: leak in the bending section cover; chip in the distal end lens (1x) glue; light guide bundle had broken fibers; scratch on the plastic distal end cover; bending tube was shortened; scratch and passive bending on the connecting tube; air and water nut paint was peeled off; suction cylinder nut paint was peeled; scratch on the switch box unit; universal cord was wrinkled; connector was corroded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. It is likely that due to a leak failure in the bending section rubber, proper reprocessing could not be performed and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.